Event description:
At first post-operative appointment, pt's physician observed that the abutment/fixture combination was loose. Physician elected to wait several weeks to determine if osseointegration would occur, but it did not.

Manufacturer narrative:
Implant was not rec'd at the date of this report. There are no indications that the occurred is a result of mfg or component failure.